Manufacturer narrative:
(B)(4). Visual examination of the viper universal poly-driver showed minor signs of wear. Driver had its threads near distal tip torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the torn thread on one of the viper univ poly driver with the information provided. However, a possible root cause may be due to unanticipated insertion methods, leading to cross-threading and damaging threads. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported by bridgewater express care. Kit viugsb #12 was returned and several instruments were damaged.